Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right common iliac artery (cia). After predilation was performed with a 4mm balloon catheter, a 7.0x60x75cm express¿ ld vascular stent was advanced but failed to cross the lesion. It was noted that the mounted stent was out of place. The stent was then removed completely from the patient's body. The procedure was completed with another 7.0x60x75cm express¿ ld vascular stent. No patient complications were reported and the patient's status was good.